Event description:
As reported to coloplast though not verified, patient implanted with aris on (B)(6) 2008. Later patient experienced erosion, infection, dyspareunia warranting the need for additional surgery .

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.